Manufacturer narrative:
Per additional information received on april 03, 2025, patient scheduled for bilateral removal without replacements on (B)(6) 2025. Reason for device explant and/or reoperation: capsular contracture grade ii, generalized illnesses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event review clinical note and patient coding verification: clinical and verified patient coding were reviewed on 19-mar-2025 per (B)(6) with the currently available information provided. Pc generalized illness is the appropriate code to capture the patient-reported event. The coding updated: removed pc breast cyst from left side. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast reconstruction with a mentor memorygel xtra, 295cc silicone prosthesis, experienced bilateral capsular contracture, with grade IV on the right side and grade iii on the left. She presented with symptomatic rupture on the right and a cyst on the left, alongside unexplained systemic symptoms, including pain, fatigue, swelling, and breast deformity. An MRI conducted on (B)(6) 2025, confirmed the rupture. Healthcare provider called to verify the diagnosis, noting the patient's long-standing issues that began in 2020, characterized by pain and asymmetry. At the time of this report, mentor has not received any information regarding explantation or an expected explantation date pertaining to the left side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).